Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced cardiac arrest and received an external shock. The electrogram (egm) was reviewed by the field representative and boston scientific technical services (ts) and there were 6-7 undersensed beats noted which could have delayed detection in the ventricular fibrillation (vf) zone. The sensitivity was programmed to be more sensitive and the ventricular fibrillation (vf) zone was reprogrammed. There were no additional adverse patient effects reported.